Event description:
The lay user / patient contacted lfs on (B)(6) 2012, alleging a line through their display. The patient denied seeking any medical attention or contacting their physician for assistance. The patient did not report any symptoms. The patient denied any misuse of the product. The product was replaced. The complaint is being reported since there was a line through the display.